Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that customer received multiple cartridges that were missing the cartridge tubing. Customer declined a follow up with tandem technical support and did not provide any further information.